Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had pains in their chest and their heart racing since having a magnetic resonance imaging (MRI). It was further reported that the patient experienced a pinching sensation in their chest and chest discomfort. The patient reported that they feel their leadless implantable pulse generator (ipg) isn't working right. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.